Event description:
A 58mm tritanium cup was selected for implantation following acetabular preparation. Reaming had been done up to 58mm and a 58mm trial cup was used and found to be very tight in the acetabulum. On impaction of the implant it was found to be loose and suitable fixation was not achieved. Subsequently a 60mmcup was selected and successfully impacted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a size/fit issue involving a tritanium acetabular trial was reported. The event was not confirmed. -device evaluation and results: visual inspection: the tritanium acetabular trial was returned in used condition. There is some scratching where the impactor rests against the trial. Nothing else could be learned from the returned device. Dimensional inspection: the device is dimensionally within specification. The outer radius was measured and found to be dimensionally within specification. The dimensional inspection can be found attached to the communication log. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the reported device was found to be dimensionally within specification. The exact cause of the event could not be determined because of a lack of information. Further information such as the preoperative x-rays, primary operative report, as well as patient history would be helpful to rule out possible contributory factors.

Event description:
A 58mm tritanium cup was selected for implantation following acetabular preparation. Reaming had been done up to 58mm and a 58mm trial cup was used and found to be very tight in the acetabulum. On impaction of the implant it was found to be loose and suitable fixation was not achieved. Subsequently a 60mmcup was selected and successfully impacted.